Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, recurrence, and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2010 due to mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 02/18/2014. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 5/26/2016. Additional information: other relevant history. (B)(4). It was reported that following insertion the patient experienced stress incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, recurrence, vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2010 due to mesh erosion. No additional information was provided.